Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction in h4 field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: a failure in the patient-board set board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a faulty printed circuit board. Also, evaluation found a worn video connector latch causing poor connection with the cable and the housing had minor dents and scratches. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii video system center had no image with the 180 series scopes. The issue occurred during a procedure. There was no reported patient harm or impact due to this event.